Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the high voltage module. The high voltage module was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.